Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (250 mcg/ml at 28.02 mcg/day), bupivacaine (30 mg/ml at 3.362 mcg/day), and clonidine (925 mcg/ml at 103.68 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had his sutures removed on (B)(6) 2019. At that time, the incision was pink; steri strips were applied; and there were no signs/symptoms of infection noted. On (B)(6) 2019, the patient presented to the clinic with drainage from the incision site. The hcp made the determination to explant the pump. The pump was explanted due to infection. The catheter was also explanted. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The issue was resolved at the time of this report and it was indicated that the hcp had no further information regarding the event. It was noted that the devices would be replaced in the further, but a new implant date had not yet been scheduled. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.